Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported that during implant placement the driver became stuck in the implant (xifnt611) at tooth location 19. Procedure was completed using a different driver with a new implant. No injury to the patient was reported.

Manufacturer narrative:
One osseotite® tapered certain® implant 6 x 11.5mm (xifnt611) and one certain® universal ratchet extension implant driver (short) (ire100u) were returned for investigation attached to each other. Visual evaluation of the as returned products identified signs of use on both devices. Functional testing to recreate the reported event was performed and it was determined the devices failed functional testing as they were not able to be separated. No per was provided. No pre-existing conditions were noted by the customer. The patient had unknown bone density. The reported devices were used on tooth #19. The event occurred during the placement procedure of the implant and the driver was used for an unknown duration. The customer did not provide any pictures. DHR review was completed for the subject lot number (2019010075). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019010075) for similar events and no other complaint was identified.. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices ( xifnt611 & ire100u). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices, as they were unable to be separated. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.